Event description:
I have a bard recovery ivc filter. I learned on (B)(6)2010 that my filter had fractured and two of its "legs" are now in my lungs. Because of the fracture, the filter tilted and embedded in the wall of my inferior vena cava. The attempt to remove the filter on (B)(6)2010 was unsuccessful, so now I have to live with the filter that has 10 more legs which could fracture at any time. Dates of use: (B)(6)2004 to present. Diagnosis or reason for use: dvt and pe while on coumadin.